Event description:
It was reported that the patient experienced pounding, intermittent stimulation from their implantable neurostimulator (ins) when their right lead was turned on. Cycling was not turned on, and the patient reported the symptoms started about 1-2 months ago. Impedances were normal on the left side lead but all combinations on the right side lead were >3600 ohms except for electrodes #11 and #14. Reprogramming around the high impedances was not successful. Additional information was received that reported the patient's ins and leads were explanted on (B)(6), 2012. It was found that the right lead was broken, and it was removed intact and replaced. The non-affected lead was damaged during the revision and was replaced. The ins was also replaced with a rechargeable device because the patient used high voltage settings for their therapy. The patient outcome was reported as "recovered without sequelae" with good stimulation in all desired areas. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 37701 (B)(4) found no significant anomalies. The device was functionally okay. Analysis of the lead model 3778-60 serial # (B)(4) found the conductor broken at the anchor site. Analysis of the lead model 3778-60 (B)(4) found no significant anomalies. The lead body outer insulation was cut.

Manufacturer narrative:
Product ID 3778-60 (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6); product typ lead product ID 3778-60 (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6); product typ lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.